Manufacturer narrative:
Philips has investigated this complaint. Customer reported problem that the system was not starting. The philips field service engineer (fse) inspected the system onsite and tried to turn it on, but there was no philips logo on the review monitor. Upon functional testing fse confirmed that the suite pc software was corrupted. Fse reinstalled the operating system (os), system application and installed the cisco firewall. After reinstalling the operating system (os) and system application, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Initial report text: it has been reported to philips that the system would not boot. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.